Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins), information was reported that the caller stated the patient's ins is set to be removed and the caller wanted to check and see if the patient had a perc. Or surgical leads. The caller stated the reason for removal is "the patient does not use it" and "does not like it". No further complications were reported. No additional patient symptoms were reported.